Manufacturer narrative:
It was reported that after a total hip replacement surgery, the trial femoral head 36 s/+0 was found broken after procedure. The procedure was finished with the same device. No injuries or surgical delays were reported. The device, used in treatment, was returned for investigation. Upon visual inspection, the breakage of one flap could be confirmed. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard pms review processes. The reported failure mode of a flap breakage can be confirmed, the root cause is attributed to a insufficient design specification. S+n will continue to monitor these devices for similar issues. The returned device will be archived.

Event description:
It was reported that after a thr the trial femoral head 36 s/+0 was found broken after procedure. Procedure was finished with the same device. No injuries or surgical delays reported.